Manufacturer narrative:
Batch review performed on 19 october 2018: lot 133204: (B)(4) items manufactured and released on october 7, 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Additional component revised: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 150458: (B)(4) items manufactured and released on 13 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 3 years after primary cementless tha the patient complains of unexplained pain. At revision, the stem is found well fixed and left in place; only head and insert were changed. No other information is available. We are unable to draw any conclusion on this case, but there is no hint that a faulty device can be the cause.

Event description:
Revision surgery performed three years after primary surgery due to general pain: head and liner were revised. The cause of the pain is unknown, no infection no fracture reported. CT scan was taken along with cultures and nothing was wrong they tried to bang the stem out but nothing happened so they just did a poly/head exchange.